Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead produced high thresholds leading to loss of capture. This lead was then explanted and replaced. No additional adverse patient effects were reported.